Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. Tandem technical support assisted customer with correcting the time/date. Customer's blood glucose was 209 mg/dl.